Event description:
Caller reported a professional system blood glucose result of 116 mg/dl, advantage system blood glucose result of 251 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.